Event description:
A simply go mini device was returned to a third-party service center for maintenance of sieve. During the initial evaluation of the device, the third-party service center visually inspected the unit and found the pca had thermal damage. The device was not in patient use. There was no allegation of patient or user harm or injury. The device is being sent to the manufacturer for further investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.